Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a tansoral cricopharyngeal myotomy and marsupialization of zenker's diverticulum. The stapler would not function. As such, the surgeon had to convert to an open procedure instead of an transoral approach and he/she used a minimally invasive stapler in place of the stapler that would not function.

Manufacturer narrative:
\Evaluation summary post market vigilance (pmv) led an evaluation of one handle and reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. The reload was loaded into a pmv instrument for functional testing. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with pmv representative reloads. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. The returned samples as received by covidien were found to not meet specifications and the reported condition was confirmed. A review of the reload device history record indicates this device lot number was released meeting all covidien quality release specifications at the time of manufacture. A review of the instrument device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all covidien quality release specifications at the time of manufacture. The location of the firing rack damage indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition most likely occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.